Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500/m365sc11600, model: sc-2317-50, serial: (B)(6), batch: 5125890, UDI: (B)(4). Product family: scs-ipg-r upn: /m365sc11600, model: sc-1160, serial: (B)(6), batch: 349867, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent lead and implantable pulse generator (ipg) replacement procedure. During post operation visit, concern for redness around incision site, the physician prescribed antibiotics. The explanted device components will not be returned as they were kept by the facility.

Event description:
It was reported that the patient was experiencing high impedances and redness around incision on the spinal cord stimulation (scs) lead. The patient underwent lead replacement procedure and was administered with antibiotics. The patient was doing well postoperatively. The explanted device components will not be returned as they were kept by the facility. Additional information was received that patient was doing well post operatively.